Manufacturer narrative:
The cortrak was evaluated and found to be functioning per specification. The placement tracing starts offset to the left of the y axis (mid-line), which suggests the receiver unit was not placed at the patient's xiphoid process. The tracing continues on a downward angle to the patient's right at approximately 45 seconds into the placement. The tracing shows a back and forth motion (down and to the patient's right). The user then pulls the tube back at approximately 1 minute into the placement. This pattern continues for the remainder of the placement. At 4 minutes 25 seconds, the tracing shows further deviation of the ng tube to the right of the patient's mid-line consistent with a right lung placement. The tracing is not indicative of a typical gi placement. Lung placement is an inherent risk of all feeding tube placements however placement is dependent on the clinician and patient not the tube or device itself.

Event description:
A cortrak assisted feeding tube was placed into the right lung resulting in a right pneumothorax which required a chest tube.